Event description:
The customer reported obtaining non-reproducible, higher than expected; vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Patient 1: 0.767 ng/ml vs.0.019 ng/ml. Patient 2: 0.594 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es results obtained from both patient samples were not reported outside of the laboratory and there was no reported allegation of patient harm. (B)(4) .

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples processed on a vitros 5600 integrated system. The assignable cause of the event is unknown. An instrument issue cannot be ruled out. The customer performed routine maintenance to the microwell incubator, and following this routine maintenance, acceptable vitros tropi es performance was observed. However, a pre-maintenance vitros within-run precision test was not performed; therefore, an instrument related issue cannot be ruled out. Additionally, a reagent issue cannot be ruled out, as the historical quality control performance was not provided upon request to rule out an unknown reagent issue as a contributing factor. Finally, it is unknown if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of the event is unknown.